Event description:
Additional information was received clarifying a header anomaly was not visually observed. The device was replaced and the right ventricular lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The report of the event suspected header anomaly was not confirmed. The report of the event oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. Additional information received indicating the explant date was estimated to have occurred in (B)(6) 2023.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2023-20943. It was reported that during a follow up in clinic, right ventricular (rv) oversensing was noted. The physician suspected a header anomaly on the device. The device was explanted and a rv lead revision was performed, however, the status of the rv lead is unknown. The status of the patient was not provided.